Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported system error 345 alarm which was unable to be recreated during evaluation. A review of the event history log identified the presence of multiple 'system error 345' messages. The cause was determined to be an out of specification downstream thermistor with an abnormal output temperature of 84.4 in comparison to upper reading of 76.9. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, displayed an error c ode 345 when delivering medication to a patient on an ambulance. The medication given was dopamine, through a standard baxter10 drop set with the clear link valve. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.